Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had scratches on the patient line. This was observed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a device was received for evaluation. A visual inspection was performed with naked eye noted a surface scratch on the supply line tubing next to the cassette port. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The cassette was run on an in-lab device and primed with no alarms or issues noted. The surface scratch was verified as gripper markings caused by the grippers during the automation assembly; however, the sample met manufacturing specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.